Event description:
The pt was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that the pt expired. The cause of expiration noted as "right heart failure and gi bleed". Information provided by the vad coordinator indicates that the pt's death was not pump related. The pt was elderly and had a chronic gi bleed. He electively went onto hospice and expired in his home. An autopsy was not performed and the pump was buried with the pt.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.